Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease flat. Leak test was performed and found opening on anterior and radius. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool on anterior and radius side. Based on the device analysis the final assessment is: a striated edge opening on anterior and radius side due to surgical damage.

Event description:
Healthcare professional reported "product was punctured while placing in the patient." The device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: avoiding damage during surgery. Extreme care should be taken to avoid damage to the tissue expander during surgery. Possible sources of damage include sharp surgical instruments such as scalpels and needles used during the initial surgery, subsequent filling, or hematoma/fluid evacuation. A sterile back-up tissue expander must be readily available at the time of surgery in the event that damage occurs. Products must be carefully inspected for leaks or nicks prior to use. Do not attempt to repair damaged products.

Event description:
Healthcare professional reported "product was punctured while placing in the patient." The device was not implanted.